Event description:
It was reported that during the implant procedure, the pulse generator was connected to the leads but a loss of capture and sensing was noted; high impedance measurements were also noted. The device was no longer used and replaced. No patient symptoms or additional information was reported.